Event description:
A non-health care professional reported that during surgery, trailing haptic stuck to plunger and difficult to remove. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Video provided shows a preloaded iol being delivered into the eye. The optic and one haptic appears to be in the eye. The remaining haptic appears to be stuck to the plunger. The surgeon releases the stuck haptic and the haptic is delivered into the eye. The manufacturer internal reference number is: (B)(4).